Event description:
Device 2 of 2. Ref MFR. Report: 1627487-2014-21178. The pt received two peripheral (off-label) leads. It was reported, the pt experienced ineffective stimulation along her pain pattern. Reprogramming was unsuccessful. As a result, surgical intervention will be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.